Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The user facility commented as the following. -there was no failure in the device. -the patient's personal constitution caused the event. -the patient was not injured during the procedure. Therefore, omsc concluded that there was no adverse event regarding the device. The exact cause of the reported event could not be conclusively determined. However, based on the comment from the user that the patient's personal constitution caused the event, omsc surmised the following. -the patient had adhesions in the large intestine and the user could not insert smoothly. -a large loop was formed in the patient's large intestine when an endoscope was inserted. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to (B)(4) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During colonoscopy, the patient complained about abdominal pain. The user stopped the colonoscopy temporarily because the patient's abdominal pain was aggravated. Then the user completed the colonoscopy. The patient got hospitalized due to an examination of abdominal pain. There was no report of the device malfunction.